Event description:
The patient's spouse reported that the patient used a massage chair and now the patient's heart rate would not go below 120 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. (B)(4).